Event description:
Additional information was received stating that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a transarterial embolization interventional procedure. Reportedly, no suture was attached when the plunger of the proglide device was removed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was attached when the plunger of the proglide device was removed¿ was confirmed as an incomplete plunger deployment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 2616 was removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of a femoral artery was attempted using a proglide device relative to an unspecified interventional procedure. Reportedly, the suture came out when the plunger of the proglide device was removed. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.